Event description:
On (B)(6) 2023, neotract was made aware of a patient who received a successful prostatic urethral lift (pul) procedure. During the procedure, the physician noticed that the needle was exposed while opening the implant package. It was reported that the device was not used, and the procedure was successfully completed with no patient harm or injury. Investigation of the returned device on (B)(6) 2023 confirmed that approximately .86mm of the needle tip was broken and unaccounted for.